Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The device is consuming more than 120 percent of the expected battery usage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the health care professional (hcp) requested alternatives to replacing the device. Technical services (ts) was consulted and provided device information on power consumption with pbd, safety mode if applicable, and device replacement timeframes. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A2 field correction: date of birth from (B)(6) and age at time event from (B)(6). Report number: 2124215-2025-17458.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The device is consuming more than 120 percent of the expected battery usage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the health care professional (hcp) requested alternatives to replacing the device. Technical services (ts) was consulted and provided device information on power consumption with pbd, safety mode if applicable, and device replacement timeframes. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The device is consuming more than 120 percent of the expected battery usage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the health care professional (hcp) requested alternatives to replacing the device. Technical services (ts) was consulted and provided device information on power consumption with pbd, safety mode if applicable, and device replacement timeframes. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted successfully with no complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
A2 field correction from date of birth from (B)(6) 1905 to (B)(6) 1927. A2 field correction age at the time of explant from (B)(6). Report number: 2124215-2025-17458. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The device is consuming more than 120 percent of the expected battery usage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the health care professional (hcp) requested alternatives to replacing the device. Technical services (ts) was consulted and provided device information on power consumption with pbd, safety mode if applicable, and device replacement timeframes. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted successfully with no complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). The device is consuming more than 120 percent of the expected battery usage. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the health care professional (hcp) requested alternatives to replacing the device. Technical services (ts) was consulted and provided device information on power consumption with pbd, safety mode if applicable, and device replacement timeframes. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted successfully with no complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has been returned for analysis.